Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an account were unable to view high rate episode data on a legacy platform implantable pulse generator (ipg). A message appeared stating 'invalid diagnostic data - invalid data received from pacemaker graph/data can't be displayed'. The device remains in use. No patient complications have been reported as a result of this event.